Event description:
It was reported that the fiber cap detached during the prostate procedure. It is unknown if the device was inside the patient at the time of the detachment, however, it appears it may have been during use. The location of the cap is unknown, however, there was no report of the device remaining inside the patient or that cap retrieval was performed. The procedure was completed with a second fiber. No patient injury was reported as a result of this event.

Manufacturer narrative:
(B)(4).